Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a field service activity, intuitive surgical, inc. (Isi) field service engineer (fse) found the universal surgical manipulator (usm) linear rail gauge test failed. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and in log reviews, it was reported that the unit failed the linear rail check, confirming that the fault occurred in the field. Upon visual inspection, it was verified by an in-house linear bearing checker that the linear bearing failed the inspection. Unit was installed on an in-house system where errors related to the reported event was triggered. The unit was also tested on an in-house patient side cart fixture test platform (pftp) where no errors related to the reported event occurred. The probable root cause based on failure analysis findings may be attributed to mechanical defect of the linear bearing of the usm.